Manufacturer narrative:
Analysis inspected one opened or used enlite sensor and found cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened used. Unable to confirm insertion needle anomaly due to customer did not return insertion needle.

Event description:
A customer reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose. The customer's blood glucose was 141 mg/dl and the sensor glucose was 50 mg/dl at the time of the incident. The insulin pump triggered a threshold suspend. The customer was informed that their blood glucose and sensor glucose levels were not in range. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced due to a bent cannula. The customer was educated on the proper site and insertion technique of the sensor to avoid any issues in the future. The customer returned the product for analysis.

Manufacturer narrative:
Analysis inspected one opened or used enlite sensor and found cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened used. Unable to confirm insertion needle anomaly due to customer did not return insertion needle.